Event description:
It was reported that during device change out, an insulation break was observed on the lead. The lead was removed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported insulation anomaly was confirmed. The outer insulation was abraded between 15 to 16.8cm from the connector pin. The cables of the rv/svc were exposed at the same area. The damage found is consistent with friction to the ICD can.